Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: b4, g3, g6, h2, and h6. The complaint for ''general risks - failure - frame damage'' was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies.as the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''when advancing the 26mm commander delivery system with the valve, the md had resistance. A valve strut was sticking out of sheath. The commander, valve and sheath were removed as a unit from the patient.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Additionally, per 3mensio, the patient's access vessel had presence of calcification, tortuosity and undersized vessels. The presence of calcification, tortuosity and undersized vessel and steep insertion angle can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve becoming stuck inside the sheath. Per follow up response, ''md has not fully loaded it on another case, I was unable to visualize that it was fully in''. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. An incomplete loader advancement can lead the valve to get caught within the proximal sheath during delivery system insertion. However, it is unknown where the interaction of the valve against the sheath occurred. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (excessive device manipulation, valve interaction with sheath) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure for stenosis/calcification with a 26mm sapien 3 valve, the patient had some external iliac calcification. Shockwave was performed with an 8mm balloon. When advancing the 26mm commander delivery system with the valve, the md had resistance. A valve strut was sticking out of sheath. The commander, valve and sheath were removed as a unit from the patient. A new commander was prepped, and a new valve was successfully implanted. There was no harm to patient. Per the fcs, there were no abnormalities noted with the first sheath prior to use. The expansion tool was used, and the fcs was unable to visualize if the loader was fully inserted into the sheath/sheath housing. The sheath was not loaded at a steep angle. The delivery system was in the sheath shaft when resistance was noted. Per the fcs, the sheath was punctured. There were no blood products given.